Event description:
Richard wolf gmbh (rwgmbh) has received a "user-notification" report no. (B)(4) from an importer, amt surgical in canada. The reported issue is regarding a morcescope 0° 24fr wl 199mm, part ID: 8970407, sn# (B)(6). According to the received information, the morcelator scope was blurry, and the surgeon could not visualize field in order to continue procedure. Also, could not turn over other scope in an appropriate period. Later, rwgmbh received information that the patient's surgical procedure was cancelled while not completed, and had to be rescheduled to complete the operation.

Manufacturer narrative:
The cause analysis cannot be carried out, as the instrument has not yet been sent in. However, in general, the ga-d336 "tests" instructions for use contain warning and caution. In addition, careful and gentle handling as well as the user's behavior in the event of non-observance of the above-mentioned control points are pointed out. Possible hazards were assessed as acceptable in the a1-2 risk assessment, taking into account the respective extent of damage and the probability of occurrence.